Manufacturer narrative:
(B)(4) it was reported that the same bg meter was not used throughout the same sensor session. The dexcom g4® platinum continuous glucose monitoring system user's guide states: use the same meter you routinely use to measure your blood glucose to calibrate. Do not switch your meter in the middle of a sensor session. Blood glucose meter and strip accuracy vary between blood glucose meter brands.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter. The sensor was inserted on 09/24/2015, and the inaccuracy was noticed on (B)(6) 2015. Patient used more than one bg meter. No additional patient or event information is available.